Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 85% to 5% while connected to a power source. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump as insulin therapy until the replacement pump was received.